Event description:
A device report from (B)(4) indicated a surgeon in (B)(6) reported: in three of three vaft 1st mtp fusion cases there was screw breakage. The surgeon has indicated that the presence of neuropathy and possibly inappropriately aggressive rehab, may have been contributing factors to construct failure. Additional information has been requested. This is 1 of 2 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.